Event description:
During a coronary stent procedure involving a 99% stenotic lesion in the proximal portion of the lad, crossing difficulties were encountered. The physician experienced difficulty crossing a previously placed stent. Upon removal, damage to the stent was noted. No pt injuries or complications were reported.